Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2014-01441 /- 07214).

Event description:
Legal counsel for the patient alleges that patient underwent a right hip arthroplasty on (B)(6) 2005. Patient's legal counsel reports patient allegations of pain, swelling, inflammation, lack of mobility, loss of range motion, dysfunction and damage to surrounding bone and tissue. No revision has been reported. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient underwent a right hip revision on (B)(6) 2014 due to pain. Revision operative report noted the presence of scar tissue, deficient anterior wall, cystic or osteolytic defect, and lack of bony ingrowth on the cup. The modular head, taper adapter and aceatabular cup were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; PMA/510(k) number / manufacture date ¿ unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent a right hip arthroplasty on (B)(6) 2005. Patient¿s legal counsel reports patient allegations of pain, swelling, inflammation, lack of mobility, loss of range motion, dysfunction and damage to surrounding bone and tissue. No revision has been reported. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay product idetification, which was unknown at the time of the initial medwatch.